Manufacturer narrative:
Reported complaint of difficult to insert, stripped set screw, and high pacing impedance were not confirmed. As received the device battery was in normal range of operation. Visual examinations was performed and the right ventricular (rv) septum was noted as removed in the field. Mechanical evaluation of header was performed and setscrew inset stripping was noted on the header which is consistent with having occurred during procedure. Pin gauge measurement was performed on the rv port and measurements were within specification. Analysis of device image was performed, and no anomalies were noted. Electrical testing was performed and no anomalies were noted. Longevity assessment was performed, and the device was found to have normal battery depletion based on usage.

Event description:
It was reported that during the initial implant procedure; it was difficult to fully insert the right ventricle (rv) lead into the header of the device and high pacing impedance was noted on the rv channel once connected. When attempting to disconnect the rv lead from the header, stripping of the set screw was noted. The physician took apart the device header to disconnect the rv lead. The device was explanted and was replaced. The rv lead remains implanted and connected to the replacement device. The patient was in stable condition.